Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, cardiac perforation, tamponade, a decrease in blood pressure occurred, and a cardiocentesis was performed as a result of right atrial (ra) lead perforation occurring during implantation procedure. The ra lead was reprogrammed then re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.